Event description:
It was reported that the patient's implantable pulse generator (ipg) site and midline incision site were not healing and were believed to be infected. However, the physician did not believe the infection was device related. The patient was given antibiotics, and the wound was cleaned. All device components were explanted, and the patient was doing well postoperatively. Due to facility policy, all explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7084496 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7085808 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 36866839 UDI: ((B)(4).